Event description:
It was reported that during a cardiomems procedure to treat the right pulmonary artery a unspecified 12fr sheath and a non-abbott 7fr catheter were advanced and a .018 steelcore guide wire was placed through the non-abbott 7fr catheter until the distal tip of the guide wire was approximately 5cm past the target site. The catheter was removed and the steelcore guide wire remained in place. The cardiomems delivery system was threaded over the guide wire and deployed at the target site. Before removing the delivery catheter, it was observed that the .018 guide wire had prolapsed. An attempt was made to remove the guide into the delivery catheter; however, the prolapsed portion of the wire stuck to the distal portion of the sensor/loop causing the senor to migrate with wire movement. The delivery catheter was removed and a non-abbott 7fr catheter was placed over the .018 guide until the tip of the catheter terminated about 1cm proximal to the target site. The balloon was inflated on the catheter to hold the sensor in placed and gently pull the guide wire into the catheter and out of the anatomy. The sensor did not migrate further and was noted to be implanted at the target site. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. Factors that may contribute to a prolapsed wire tip include, but are not limited to, damage incurred during use, material properties, and/or positioning technique. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported prolapse cannot be determined. Additionally, it is likely that the prolapse impacted the cardiomems maneuverability over the wire, resulting in interaction between the devices. The interaction likely resulted in the reported cardiomems damage and entrapment of the wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d4: the UDI number is not known as the part and lot number were not provided.